Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the distal lead damage and subsequently the high impedance was due to user error. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that there was damage to the distal end of the lead contact during the stage 2 surgery. The surgeon pulled back the boot and it pulled the wire out of the distal end of the lead. They had to cut off the wire to insert into the extension connection. The issue was resolved. The impedances were high on that contact which was the right lead contact 11. All other impedances were normal. There were no further complications reported.